Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) battery appeared to be prematurely depleting. Boston scientific technical services (ts) consultant recommended device replacement. Subsequently, the device was successfully implanted. No additional adverse patient effects were reported. Device is not expected to be return as sales representative confirmed they couldn't pick it up.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) battery appeared to be prematurely depleting. Boston scientific technical services (ts) consultant recommended device replacement. Subsequently, this s-ICD was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.